Manufacturer narrative:
(B)(4). Part manufacture date: october 27, 2015. Part exp. Date: september 30, 2025. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna screw 90mm sterile product was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: a tfna screw head element (04.038.090) was received at the investigation site with damage to the non-threaded end of the screw at the point where it connects to the screw inserter. The edges are flared outward wide enough to fit around the widest end of the screw inserter, confirming that the screw rotated around the screw inserter and reversed orientation. There is no damage to the threads. The flared edges on the back of the screw, together with the indentations on the screw inserter, indicate that the screw inserter rotated 180 degrees around the head element so it was facing the opposite and incorrect orientation. Although there are keyed features on the screw inserter that should ensure the head element and screw inserter rotate together, the high torque required to insert the screw, coupled with the fact that the surgeon did not use a tap to make a path for the screw, caused the screw inserter to rotate while the head element remained in the same position. This resulted in deformation of the head element where it interfaced with the screw inserter, and caused the head element to be placed in the wrong orientation. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The patient's dense bone caused the head element to be inserted in the wrong orientation, damaging the screw as the screw inserter rotated around it. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). (B)(4). Device was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported an (B)(6) female patient presented to the operating room with a left subtrochanteric fracture and spinal fracture reportedly due to multiple trauma from an auto accident. The surgeon was inserting a tfna (trochanteric fixation nail -advanced) in the femoral neck and head for the femoral fracture. Upon using the step drill it was noted that the patient had hard bone, and when the step drill was removed, the tip looked as if of it had been burned. The lag screw was placed without tapping; requiring much force. The amount of torque needed allowed the screw inserter to rotate inside the lag screw. An intraoperative x-ray was taken, and it was noted that the screw was in the incorrect orientation, and the proximal end of the lag screw looked damaged. The threads were undamaged, but the end of the lag screw where it adjoins the screw inserter was flared out from the excessive force used. The lag screw was removed and a new lag screw was placed without issue in the correct orientation. The screw inserter was also damaged in the process as the connecting screw and the inserter are stuck together and could not be separated. The trochanteric fracture procedure was completed with an approximately fifteen minute delay, and the patient was reportedly stable. The patient then reportedly remained in the operating room, and the spinal injury was treated by a different surgeon. No information is known about the spinal surgery. This is report 1 of 3 for (B)(4).